Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (200-300 mg/dl). Reportedly, the customer believes the pump was delivering insulin slower than before. Customer changed the pump supplies and delivered a bolus to address elevated bg levels.

Manufacturer narrative:
(B)(4)